Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement decrease and increase of approximately 200 ohms yet remained within normal range. Threshold measurements were within normal range. The health care professional (hcp) will continue to monitor. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a pace impedance measurement of greater than 2,000 ohms, resulting in a lead safety switch (lss) and a polarity switch to unipolar. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.